Event description:
It was reported that deflation difficulties were encountered. Several attempts have been made to obtain add'l info on this procedure. No other info or details are available. Pt status is unk.